Event description:
It was reported that the patient presented with unspecified radiofrequency telemetry anomaly on the implantable cardioverter defibrillator. Further information was requested but not received.